Event description:
The customer reported via phone call that his blood glucose level was 400 mg/dl. He treated his high blood glucose level with insulin pens. The customer changed the infusion set and received a no delivery alarm. He changed the infusion set again and his blood glucose level started to increase. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.